Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) reseated the cables at the back of auxiliary drawer 2 after finding the row header cable slightly loose. Fse rebooted the station, all functions returned to normal, and drawers 2.1 and 2.2 were detected and functioned properly in the med application. Fse performed proactive inspection process on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed to open and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.